Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient was undergoing a primary breast augmentation procedure with a mentor smooth round moderate profile 575cc saline breast prosthesis that deflated during implantation. Suturing was started to close the incision and then the deflation occurred. The prosthesis was immediately explanted and replaced with another mentor smooth round moderate profile 575cc saline breast prosthesis. The reported suspect medical device was implanted into the patient after the sterilization expiration date.

Manufacturer narrative:
On 08/23/2018, mentor received additional information about the event. It was initially reported that the suspect medical device was implanted on (B)(6) 2018 and that it deflated during surgery. New information states that the device was implanted on (B)(6) 2014 and that it deflated after implantation, not intraoperatively. Bilateral capsular contracture (baker grade unknown) was reported for both breasts. Capsular contracture patient code has been added. This medwatch report is for the left breast prosthesis. A separate medwatch report will be submitted for the capsular contracture in the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. White material was observed within the device. During initial evaluation the device appeared intact. Leak testing was performed according with mentor procedures and it revealed a rent measuring less than a 0.1 cm, on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation (pe) team concluded that the rent and creases occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. A root cause of the failure could not be determined. All the implants are 100% inspected before leaving the facility. At this time is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. A complaint of capsular contracture was also reported. According to the information provided, pe concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).